Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient who experienced a connection issue between the solution bag and supply line of the homechoice cassette. It was reported that the connection between the two was not tight. This occurred prior to peritoneal dialysis therapy. There was no report of patient injury, medical intervention, or adverse event associated with this event. No additional information is available at this time.